Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, as the initial procedure took place five years prior, procedural and patient factors are limited. The exact cause of the worsening pvl is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
5 years post transfemoral tavr procedure, a second valve was placed due to severe paravalvular leak (pvl). Initially, post tavr procedure in 2008, there was trace pvl and 1+ central aortic insufficiency (cai). The native annulus diameter is unknown, however, it was noted that the patient had a porcelain aorta and severe stenosis. An echo taken in 2013 showed mild to moderate pvl. Prior echos demonstrated only mild regurgitation. The patient was showing signs of heart failure and there was moderate to severe pvl. The team decided to place a second valve because of the worsening pvl. The pvl was resolved and the patient is in stable condition.